Manufacturer narrative:
Correction: upon review, the defibrillation lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted, however, no intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not yet received.